Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after engaging in physical activity without pausing insulin and after a late lunch, with a documented low blood glucose of 58; troubleshooting and education were provided regarding pausing insulin during activity and treating lows before announcing meals. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included self-management with oral carbohydrate intake via dinner, no ketone testing, no steroid use, and no medical intervention or hospitalization. Investigation included user coaching and review of use conditions. Investigation of this case revealed that the event was consistent with activity-related insulin exposure contributing to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.